Manufacturer narrative:
Reporter changed from ms. (B)(6) to ms. (B)(6), since this reporter is the user facility reporter and contact. Date of awareness of initial MDR report changed from 26sept2017 to awareness date of 25sept2017. Corrected date is when conmed employee was made aware of incident. The device was returned to conmed for evaluation. Visual inspection found the bur was broken off at the tip. However, the evaluation did not find any discrepancies with the bur flute details. The failure is suspected to be user related. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformance regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A lot history review was conducted and this is the only complaint within the past two years for this lot number and failure mode combination. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use of this device would be found with the handpiece as this device is an accessory. The instructions for use of a compatible handpiece advises the user of the following. Inspect all accessories before use and if any damage comes to the device or accessory discontinue use and return for service. Inspect for bent, dull or damaged blades and burs before each use. Direct contact of the rotating cutting edge of the shaver blades or burs may cause damage to the handpiece. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The user facility reported that during an oral procedure the sidecutting bur broke into two pieces. This occurred after being loaded into the drill but before being used on the patient. The procedure was completed with a new bur and with a surgical delay of 2-minutes. Since this incident occured before patient contact, no patient injury reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.